Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the patient experienced high amount of premature ventricular contractions. It was also reported that the  right ventricular (rv) lead exhibited high thresholds, diminished sensing, undersensing and chest x-ray confirmed slight dislodgement. The rv lead was explanted and replaced post operatively. No patient complications have been reported as a result of this event.